Event description:
It was reported the patient's blood glucose level rose to 314 mg/dl while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site on their abdomen, the pod's cannula was found damaged. No treatment was reported.

Manufacturer narrative:
The investigation found a tear in the exposed portion of the soft cannula that was observed to leak fluid. The cause and timing of the cannula damage could not be determined. No other damages or defects were found that would contribute to a failure to deliver insulin. The cause of the reported event could be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: data not available omnipod software app version: data not available smartphone operating system: data not available smartphone hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.